Event description:
It was reported that the implantable neurostimulator (ins) was discharged and there was revision surgery. It was noted that there were coupling and/or communication issues with the clinician programmer. It was stated that the clinician programmer indicated "discharged battery." It was noted that "ins discharged - charge ins now" was seen on the patient programmer as well. It was indicated that it had been "about 20-25 days in this state." It was later reported that the reason for the revision was that the "battery flipped" and prevented the device from charging. It was stated that the pocket was revised and the patient experienced "appropriate" stimulation. If further information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).